Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus pen was not aligning with the screen; overlay found out of electrical specification. (B)(4).

Event description:
It was reported the touch pen could not be calibrated externally. The programmer was returned for repair. No patient complications have been reported as a result of this event.